Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no relevant procedural imagery was provided for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. As per complaint description. ''Difficulty crossing the native annulus with the s3u was experienced. Several attempts were made trying to retract the system with less/more flex, changing the wire trajectory, adding 1cc. On the last forward advancement of the valve, it popped through with the valve diving deep into the left ventricle (lv) towards the apex. Cardiac computed tomography (CT) found a tear/rupture in the left coronary cusp (lcc). The likely cause is while crossing the valve, the s3u ripped and brought some calcium with it from the sinus of valsalva (sov) or caused the sov calcium in the lcc to dislodge and go through the wall''. Per the training manual, ''heavy calcification'' is one of the potential factors that can lead to crossing difficulty. It is possible that the delivery system and/or the crimped valve interacted or got caught on the calcium nodules present in the native annulus during crossing, resulting in the reported event. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During valve alignment, the valve and delivery system was advanced to the valve with ease. Difficulty crossing the native annulus with the s3u was experienced. Several attempts were made trying to retract the system with less/more flex, changing the wire trajectory, adding 1cc. On the last forward advancement of the valve, it popped through with the valve diving deep into the left ventricle (lv) towards the apex. The patient's pressure dropped drastically. The valve deployment diverted and anesthesiologist and ic began to assess pressure. Large effusion was noted on tee. After pericardial window had no success, the patient was put on bypass, and sternotomy performed. Cardiac computed tomography (CT ) found a tear/rupture in the left coronary cusp (lcc). Per medical opinion, the likely cause is while crossing the valve, the s3u ripped and brought some calcium with it from the sinus of valsalva (sov) or caused the sov calcium in the lcc to dislodge and go through the wall. The root and lv both in tact however the lcc needed repair. Surgical aortic valve (sav) replacement performed with ew surgical valve implanted. In the end, there the patient had no pressure once patient was taken off pump. The patient expired.